Event description:
It was reported that during a lap appy procedure, the device cut but did not staple. The procedure was converted to open in order to control the bleeding. The patient is okay.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.